Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-00545 for the leveen needle electrode, and manufacturer report # 3005099803-2012-00546 for the rf 3000 radiofrequency generator. It was reported to boston scientific corporation that a leveen needle electrode and a rf 3000 radiofrequency generator were used during a liver radiofrequency ablation procedure performed on (B)(6) 2012. According to the complainant, during the procedure roll off was not achieved, which resulted in incomplete ablation. Reportedly, the generator had not been used in over a year. There were no patient injuries as a result of the event; however, post procedure the patient had low calcium and potassium levels and later developed tumor lysis syndrome. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.